Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, if explanted, give date: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of a model z9002 intraocular lens (iol) into the patient's right eye, a vitrectomy was required. No further information was available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 8/8/2019. Device evaluation: the sample was received and revealed that the lens returned was cut in half. One lens haptic was observed distorted/bent. Evidence of viscoelastic residue was detected on the unit. The condition observed is consistent with a lens that has been cut as part of the surgical process. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.